Event description:
Procedure: hernia. According to the reporter, when the tacks were deployed into the mesh, it was noticed that half of tack was sticking out. The tack then fell into the pt cavity and had to be retrieved laparoscopically with a grasper. The delay in or time was one hour and 30 mins. No further info reported.